Manufacturer narrative:
During accelerated aging of a durastar ptca balloon catheter, a fiber was found inside the balloon. This testing was done by cordis on a unit that had come from the distribution center ((B)(4)) as a sterile product. One non-sterile 3.5/30mm firestar ptca balloon catheter was received coiled inside its welded hoop. The balloon was already inflated and contamination was found inside the balloon; a blue-red fiber could be observed inside the balloon under microscopic examination. No damage was observed on the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The foreign material inside the balloon was confirmed. Although the root cause could not be conclusively determined, it appears to be related to the manufacturing process of the product. Actions were opened to address this failure.

Event description:
A fiber was found inside the balloon of a sterile durastar product that was being used as a test sample for accelerated aging. The unit is a released sterile product which had been ordered by cordis de mexico from hcs. The product was never distributed to an account, and never opened.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.